Event description:
It was reported that the patient's left knee was revised due to infection. All components of a gmrs knee implanted in 2021 plus a stem in the femur implanted '18 months ago' were revised. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.